Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2017 with the following findings: a review of the black box showed evidence of power on reset events on (B)(6) 2017. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery cap measurements were within specifications. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The pump case was removed to find no evidence of moisture or loose components inside the pump. An intermittent power event was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked in the thread area and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. (B)(4).